Event description:
A certified ophthalmic technician reports that during lasik surgery, the laser stopped firing and the procedure could not be completed within the same session. It was reported that the laser stopped firing about one second into the procedure and the surgeon planned to let the pt heal for a few weeks before bringing them back to complete the procedure. The pt had no loss of bcva and was not injured/impacted by this event. Follow-up info supplied by the reporter indicated the surgeon decided on an intaacs procedure so that the pt wouldn't have to wait for the epithelium to re-grow prior to a laser treatment.